Event description:
Customer reported an issue with the pump's time being incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor and follow up if the time discrepancy exceeded five minutes again. The customer understood and acknowledged the instructions.